Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
According to complaint (B)(4), it had been identified that a distributor due to the absence of product stock and the need to service the market, the distributor provided the manufacture of screws for use in certain surgical procedures. Due to this event described above, complaint (B)(4) was created. However, on (B)(6), the distributor responded to (B)(6)'s inquiries and said: the information provided that there was screws manufacturing is not correct, it does not proceed. What happened was the reconstitution of the instrument (B)(4) because it suffered a break during surgery. Due this break and this instrument be essential for surgery, the distributor's operations manager decided to reconstitute / repair the instrument with a surgical materials industry in the city, since (B)(6) did not have this instrument for immediate sale and delivery. The distributor's operations manager affirmed that the reconstitution of the instrument had the unique purpose of not neglecting the customer. The reference instrument (B)(4) was reconstituted on (B)(6) 2017, due to this new finding, linked to complaint (B)(4), the discovery of the product break event is considered a new a complaint and is being registered. The procedure date, when the product broke, was not informed. After registered this complaint, the distributor answered some questions that we made: at what date was the surgery when the product broke? Answer: (B)(6) 2017. In which hospital? Answer: (B)(6). Was there any harm or consequence to the patient? Answer: there was no damage to the patient, since the instrument broke at the end of the tightening of the screw that joins the femoral stem to the proximal neck. Was it possible to continue the surgery? What was done to? Answer:the surgery ended without any complication to the doctor and the patient.

Manufacturer narrative:
(B)(4). Examination of the returned instrument could not confirm how the instrument broke as the instrument was modified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.